Event description:
Olympia clinical registry #0350156 nas. It was reported that one day following a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure identified and treated one target lesion. The lesion was a 99% stenosed, mildly tortuous, de novo lesion in the proximal left anterior descending (lad) artery with timi-1 flow. The lesion "possibly" had thrombus present. It was 2.75mm in diameter and 15mm in length. The lesion was predilated with a 2.50 x 15mm easyway balloon. The physician followed with a taxus leberte 2.75 x 20mm stent deployed at 15atms. The stent was not post dilated. The results were 0% stenosis and timi-3 flow. During the procedure a vasospasm of a side branch occurred. One day following the index procedure, prior to being discharged, the patient experienced a stent thrombosis of the target vessel. The thrombosis was not confirmed by angiography. The event was resolved by treating the patient using "medical management." At the time of the event, the patient was on clopidogrel and aspirin. The patient was discharged 3 days later. The relationship of this event to the stent was "possibly related". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.